Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced two infusion sets fell off during use due to adhesive issue event on 02-feb-2026 and 05-feb-2026. The infusion set was in use for five to six hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.